Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays from l1 kyphoplasty show viscous extravasation into one of the posterolateral views. This is outside the spinal canal. It is a known complication of kyphoplasty. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l1 it was reported that the patient had compression fracture and was pre-operatively diagnosed with primary osteoporosis. The patient underwent balloon kyphoplasty(bkp). During surgery, it was noticed that after filling the cement into the l1 cavity (2.5cc on each side), while waiting for solidification, the cement had leaked. The cement seemed to flow from the center of the vertebral body from the lateral side to the caudal side. The cement was mixed for 11 minutes and 30 seconds and the filling started at around 12 minutes. The cement was doughy and homogeneous prior to delivery into the patient. The cement was stored at proper temperature before and during the procedure. The patient complications were reported as unknown.